Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported driveline disconnect. It was reported that the patient disconnected their driveline while trying to untangle their cables. The controller event log file contained events from 27apr2025 through 01may2025, per the timestamps. The log file captured the reported driveline disconnection on (B)(6) 2025 at 00:54:05 and reconnection at 00:54:53. The pump was off for approximately 48 seconds and restarted once the driveline was reconnected. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas patient handbook is currently available. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿.¿ the patient handbook also explains that the pump cannot run without power. Section 4 of the patient handbook, ¿living with the heartmate 3" advises that in the event of tangled or twisted cables, to "carefully turn the system controller to unravel the driveline, turning until the driveline is no longer twisted". This section also instructs the user to avoid sharply bending or twisting the driveline. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause for the driveline disconnect and pump stop event was due to the patient inadvertently unplugging their driveline while attempting to untangle their cables. The patient experienced no adverse events during the incident. It was also said that the system controller was operating as expected and the patient heard the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log file captured a driveline disconnect and pump stop on 01may2025 from 0:54:05 to 0:54:53. The log file captured routine events prior and post driveline disconnect. There were no notable alarm conditions or parameter changes.